Event description:
Info indicates pump was repeatedly feeding under accuracy. This error occurred out of the box and every time the pump was used.

Manufacturer narrative:
Device not returned as of (B)(4) 2014.